Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4) , serial: (B)(4) ; batch: a000102995.

Event description:
It was reported the patient experienced ineffective therapy after a fall. Lead diagnostics indicated high impedances on one lead. Surgical intervention may occur at a later date to address the issue. The investigation did not determine which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.